Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found within specification in relation to the failure to delivered at a rate different than programmed, which was not reproduced. Evidence from the event history log review show that the cause of the failed titration was the failure to press the "ok" key to confirm the rate change on the event occurence date. The pump was tested under multiple flow parameters and passed all testing. No component causality could be found.

Event description:
It was reported that a spectrum pump delivered at a rate different than programmed during therapy in the labor and delivery care area. The patient was supposed to be given pitocin. It was set at 2ml units then increased to 4ml units and then finally increase to 7ml units. When the nurse tried to increase it to 7ml, the pump showed that it was on 3ml units. It was also reported there was no patient injury.